Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain and irritation at the ipg site. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg site was revised and the ipg was replaced which addressed the issue.